Event description:
Hill-rom received a report from the account stating the head hi/low section would self-run when the bed is plugged in. The bed was located in medsurg at the account. Ther was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technical support suggested isolating the logic an fib boards. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the side rail pc board to resolve the issue. Based on this information, no further action is required.